Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition another cartridge was received fully fired. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, some staples on the proximal end of the anus side were not deployed at the 1st firing. The unstapled site was about 5 mm diameter. Staples on the oral side were deployed properly. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.